Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and inspected. The complaint cannot be confirmed. The connector had been cut off the cord. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer tested the functionality of the suction, and it was observed that the flow rate was within acceptable limits. A spare ts90 plug was rewired to the device to allow an activation test to be performed. The device successfully activated on both ablate and coagulation modes. Since the issue experienced by the customer could not be reproduced, no root cause is available for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via email that during a surgery the customer reported. "No pulsation in the section, no aspiration, so a smoke n cloud occurred." The procedure was completed with a second device with no patient harm. Additional information received on 02/04/2019 stating that the event occurred during a supraspinatus right shoulder + aac procedure. It was also reported that the device was hooked to vapr generator.